Manufacturer narrative:
(B)(4). Title: are aortic valve reoperations after primary replacement with stentless heart valve prostheses more demanding than after stented biological prostheses - citation: thorac cardiovasc surg 2014;62:475¿481 authors: andreas böning, bernd niemann, ina ennker, michael richter, peter roth, jürgen ennker date of e-publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a study was performed to evaluate the difficulty of reoperations after stentless aortic valve replacement verses stented aortic valve replacements. The study took place at one german medical center between january 1996 and december 2006. Of the 3,785 aortic valve replacement patients 1,340 were implanted with a medtronic stentless surgical aortic root bioprosthesis (serial numbers not provided). Of the 1,340 patients, 24 patients (predominately male, mean age 71.2 years) who underwent reoperations were compared by way of propensity matching with another 24 patients (predominately male, mean age 71.8 years) who underwent reoperations after implant of a stented bioprosthesis. Of the 43 patients in the stented valve group, 25 received a medtronic stented surgical bioprosthetic valve (serial numbers not provided). Within the stentless aortic valve replacement group the average time after the initial implant to reoperation was 3.1 years. Adverse events that were indications for reoperation included: endocarditis (12), regurgitation (11), and stenosis (4). It was reported that these indications for reoperation were due to: endocarditis (14), structural valve disease (8), and nonstructural valve disease (5). After the reoperations there were 5 incidents of 30-day mortality due to cardiogenic shock (4) and septic multi-organ failure (1); none of the deaths were attributed to medtronic product. Within the stented aortic valve replacement group the average time after the initial implant to reoperation was 9.2 years. Adverse events that were indications for reoperation included: endocarditis (4), regurgitation (23), and stenosis (16). It was reported that these indications for reoperation were due to: endocarditis (8), structural valve disease (30), nonstructural valve disease (4), and thrombosis (1). After the reoperations there was 1 incident of 30-day mortality due to cardiogenic shock; the death was not attributed to medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.